Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with an subcutaneous implantable cardioverter defibrillator (s-ICD) system had dehiscence in the superior sternal incision following s-ICD implantation recently. The wound was cleaned with alcohol and chlorhexidine prep, then re-dressed with steri-strips to pull the wound back together. The patient was treated with antibiotics for ten days. No further issues have been reported and the s-ICD system remains implanted.